Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-33, lot# va0nbqs, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported that a patient had a loss of therapeutic effect and it started to act up; she had many accidents and loose stool starting around (B)(6) 2014. Prior to this, the patient was getting relief and stimulation was working well. The symptoms had a sudden onset and there was no known accident or incident related to the complaint. The patient thought it was her diet and waited for the symptoms to resolve, but they had not. Her device was set on program 2 at 3.3 and she increased stimulation to 3.8. She planned to see her doctor if her symptoms weren¿t relieved. Sixteen days later, the patient stated that she was on ¿17,¿ she was now on ¿33,¿ she had loose bowels again and her urgency was more prominent. She hadn¿t had any resolution since increasing her settings. The patient wasn¿t sure if she had used all of the programs on her device or if she had been on a different program before program 2. She thought someone might have switched her to a different program but she wasn¿t certain. The patient was on program 2 at 3.5 volts and plan ned to follow up with her healthcare professional. No outcome was reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.